Event description:
During phacoemulsification procedure to remove cataract, the handpiece/tip overheated causing a burn on the cornea. Sutures on the corneal tissue were required.

Event description:
During phacoemulsification procedure to remove cataract, the handpiece/tip overheated causing a burn on the cornea. Sutures on the corneal tissue were required.